Event description:
During a ptca treament procedure, the luge 182 cm guidewire fractured necessitating CABG surgery. The pt had undergine previous CABG, and the physician was currently treating the native left anterior descending diagonal branch (lad/diag) coronary arteries. The diagonal arteries was wired with the luge guidewire. The lad was treated first (with stent). The physician then ballooned the diagonal artery and as the balloon was withdrawn, a dissection was noted. A stent was then deployed into the diagonal artery to treat the dissection. After the delivery balloon was withdrawn, the guidewire became stuck in the diagonal artery. The physician could not get the wire to move and did not know why it was stuck. A maverick 1.5/15mm balloon was advanced into the body in an unsuccessful way to free the guidewire. The film showed that the wire had formed a big loop, about 10- 15 cm long. The tip had also tangled into a ball. The physician tried to pull the wire free. While doing so, the wire broke in the aorta, approx, 40cm from the proximal end of the guidewire. After consultation the physician decided to snare the wire, however a snare was not available until the following monday (3 days later). The wire was left in the pt's body over weekend. The pt experienced groin complications that monday morning, and was transferred to another facility where another cardiologist evaluated the status of the wire in the pt's body and recommended surgery to remove the wire. CABG was also performed at that time. Additional info has been requested regarding this event.

Event description:
It was further reported in the patient's medical record that a right femoral approach was used. Ptca of the diagonal branch (diag) was carried out using a 2.5/12mm balloon followed by placement of a taxus express2 2.75/20 mm drug eluting stent in the (left anterior descending coronary artery (lad). Subsequently, a dissection was noted in the diag which was treated with a taxus express2 2.5/24 mm drug eluting stent. Angiogram revealed complete resolution of stenosis, but the procedure was complicated by entanglement and fixation of the guidewire in the diag. Despite multiple maneuvers, the wire could not be removed. The wire had become coiled at some point and during removal attempts the wire was fractured after being uncoiled. A segment of 5-6 cm of the guidewire remained in the diag and the lad. The final angiogram showed excellent flow into the lad and diag coronary arteries. The patient was hemodynamically stable throughout the procedure. Post-procedure anticoagulation was performed. The following day, the patient was feeling well and denied chest pain, but had experienced fleeting, localized chest discomfort in the upper left chest of a few seconds in duration. Pt remained hemodynamically stable, with an essentially unchanged EKG and troponin level of 0.45. Chest fluoroscopy revelaed that the wire extended into the aorta, but ended prior to the arch and formed a loop in the aortic root. The estimated length of wire is approximately 20-25 cm. Plans were made to attempt to remove the retained wire with a snare, so the femoral sheath was left in place and heaprin drip continued. The patient pulled the femoral sheath out during the night and was found to have developed a 3 mm clot in the lower right leg with was now white, cold and pulseless. For this reason, the patient was transferred to carbondale hospital to be evaluated and treated by a vascular surgeon. The plan was to attempt to snare the wire fragment after the right leg clot was treated. Subsequent vascular surgeon notes indicate a right femoral pulse present by doppler, absent popliteal pulse, coolness and pallor in inferior patellar region, but intact fine motor pedal functions on the right. Documented improvement of pain and numbness was obtained with a heparin bolus.